Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2013 with the following findings:there is no visible damage to the keypad. The up button has an intermittent response. The down, ok, and contrast buttons respond properly. There was contamination found under all button contacts. There was moisture seen in the battery compartment. Performed the leak test and found a display lens leak. Opened the pump case and found no further evidence of moisture in the pump case. The bolus button cover is torn but it still responds properly. The pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. (B)(4).